Event description:
Complainant alleged that the ems team was treating a pt (age and gender unk) who was in cardiac arrest. They attempted to defibrillate the pt, using the device paddles, at 200 joules, but the device displayed a "open air discharge" message. The team then successfully defibrillated the pt at a higher energy level (joule setting unk) with the same device. The complainant indicated that the pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.